Event description:
The surgeon stated the "screw" on the hinge burned the incision line. Dr stated there was a 3mm burn caused by the screw touching the incision line while the instrument was activated. No treatment required.